Event description:
It was reported that the patients ipg is nearing its end of service. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024, where the ipg was explanted and replaced. Therapy was restored post-op.